Event description:
Patient reported the blood glucose monitoring device gave a wrong bolus advice. No further information available. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged blood glucose monitoring device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.

Manufacturer narrative:
Iu observed that the meter did not power on with the returned batteries. The batteries were tested on the multi-battery tester and noted to be: # 1 - 0 % capacity, #2 - 0 % capacity, #3 - 0 % capacity. Due to the capacity of the returned batteries the iu tested returned meter with (100%) retention batteries. Iu set the time and date on the returned meter after inserting acceptable retention batteries. Iu was able to connect the returned meter to a retention pump using bluetooth communication. Iu was able to change the setting and limits in the pump from the meter. Iu observed that the meter paired with pump correctly, no defects were observed. Iu observed that the meter powered on when acceptable batteries were inserted into the meter. Iu powered meter on and off consistently with on/off button, no defects were observed with on/off button. Iu observed that the meter powers on when a test strip is inserted into the strip guide, no defects were observed. Iu observed upon pressing and holding the power button, the meter displays a sequence of solid color test screens in the order of red, blue, green, and white. Upon pressing and holding power button the red, blue, green and white screens appeared correctly, no display defects were observed. Iu visually inspected the external casing on the meter, no damage was observed. Iu manually reviewed the meters memory and observed that the meters displayed bolus data was out of sequence with reference to bg data. Within the information provided by product support, they indicated that the meter was not designed to change the order of records in the diary and they will be represented in the diary in the order that they were loaded into the meter. This behavior can occur if the customer performs actions on the meter before synchronizing to the pump even if a particular bolus was delivered with the meter acting as a remote control for the pump. Bolus deliveries programmed using the meter as a remote control are not automatically logged in the diary. It was concluded that the meter is functioning as intended and the customer was using the meter as a remote control for the pump and performed bg tests afterward before synching the pump to the meter. During the review of the meters memory the iu did not observe an unconfirmed bolus result within the alleged day. Additional finding: iu observed that the meter has markings on the corners of the meters housing surrounding the ir window. The stretch lines do not affect the functionality or performance of the meter. This issue is caused by the material of the meter being stretched as a result of the meter manufacturing processes and has been investigated. There is no indication of any product malfunction which caused or contributed to the reported event as described in this case. Review and analysis of the information in the device memory indicates the bolus recommendations of the meter are correct based on parameter settings and data entered by the customer. It was determined the carbohydrate amounts reported by the customer in two of the incidents were not entered and saved in the device memory; therefore, no insulin bolus for carbohydrate would have been included in these recommendations. The customer's allegation of the meter gave a wrong bolus advice was not observed during the investigation of the returned product. This case is set to not verified based on the iu investigation of the customer's allegation.